Event description:
The customer called to report that she called the paramedics, and was taken to the hospital with blood glucose levels greater than 700 mg/dl. The customer stated that she began experiencing high blood glucose levels after a stress test she had earlier in the day. The customer was unable to troubleshoot at the time of the call. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.